Event description:
A malfunction was reported, specifically identified as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report back if any issues arose again.